Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer did not have the pump and transmitter within line of sight of each other. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.